Event description:
It was reported that the customer was hospitalized for high blood sugar levels. The customer stated that the md believes the cause of the event was hbgs and dehydration. The programming was accurate and the pump passed the leadscrew test. It was indicated that the customer did not treat hbg with a manual injection prior to the event. It was conveyed to the customer to follow the two hbg rule and call back to do further troubleshooting.